Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the manufacturer.

Event description:
It was reported by a company representative reported that a peek implant was removed due to an infection. The patient is scheduled to have an additional surgery to install a new custom cranial implant.